Event description:
Rptr complains of immediate painful capsular contracture, episcleritis\arthritis, flu-like symptoms (fever, body weakness), menstrual dysfunction, wasting, infections (lingual, tonsil, etc) needing antibiotic therapy, bleeding disorders (rectal, nose, gums and coughing of blood), easy bruisability, poor healing, hand rash, bone tumor right shoulder, esophageal spasms projectile vomiting, poor digestion, cognitive dysfunction and confusion, prickling sensation in legs and hands, internal rigidity and pain, joint and muscle pain, bilateral shoulder pain, anemia, chest pain, palpitations, dry mouth and eyes, inflammatory problems, abnormal blood work (increased sed rate, etc.), hair loss, blurry vision, livedo reticularis/welts on skin from sun, heat intolerance, and residual left scar capsule burning and pain. Many symptoms went away after explantation. She has had surgeries. Implants were ruptured.